Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported, through a manufacturer representative. That there were ¿changes in charging time¿. It was stated, that the patient would start charging their implantable neurostimulator (ins), when the battery level was at 50% and the controller was charged to 100%. Previously, when the ins reached 100%, the controller¿s charge dropped to 0%. However, the ins had only reached about 80%, when the controller¿s charge dropped to 0% at the time of report. It took an hour to charge from 50% to 80%. The patient noted, having been told, during a recent visit that the charge should last for about two days. However, ¿it was not lasting at all¿. There was a concern, that ¿it might be, due to a health issue¿. The patient controller battery was reset in an effort to troubleshoot the event, but the issue remained unresolved at the time of report. It was unknown, whether any external factors may have caused the event. It was asked, but unknown, whether any surgical interventions had occurred. The patient was alive with no health damage at the time of report. No complications were reported or anticipated.

Event description:
Additional information received from a manufacturer representative (rep) reported that the issue was judged to have been resolved as there was no call received or consultation at either the hospital or the manufacturer's call center.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Ins serial number confirmed. Cause of the charging complaints unknown, there was no problem with operation of the devices. The patient was asked to consult with the hospital staff at the time of adjustment and asked them to consult again if the abnormality continues even after the replacement was implemented.